Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('uterus perforation') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in a 25-year-old female patient who had essure (batch no. 629144) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included asthma. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pain/ pelvic pain"), abdominal pain ("abdominal pain"), menorrhagia (seriousness criterion medically significant), iron deficiency anaemia ("anemia"), blood disorder ("blood/heart disorder") and cardiac disorder ("blood/heart disorder"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation outcome was unknown and the pelvic pain, abdominal pain, menorrhagia, iron deficiency anaemia, blood disorder and cardiac disorder had resolved. The reporter considered abdominal pain, blood disorder, cardiac disorder, iron deficiency anaemia, menorrhagia, pelvic pain and uterine perforation to be related to essure. The reporter commented: discrepancy noted in date of insertion(B)(6) 2009. Plaintiff received treatment for pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding), anemia, blood/heart disorder. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2009: essure confirmation test(s) (unspecified) result not provided. Most recent follow-up information incorporated above includes: on 22-nov-2019: plaintiff fact sheet received. Events per pfs: abdominal pain, menorrhagia (heavy menstrual bleeding), anemia, blood/heart disorder. Outcome for events pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding), anemia and blood/heart disorder were resolved. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("uterus perforation") in a 25-year-old female patient who had essure (batch no. 629144) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included asthma. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and pelvic pain ("pain"). The patient was treated with surgery (to remove the essure implant). Essure was removed in (B)(6) 2017. At the time of the report, the uterine perforation and pelvic pain outcome was unknown. The reporter considered pelvic pain and uterine perforation to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2009. Most recent follow-up information incorporated above includes: on 20-mar-2019: medical records received. Lot number added. Reporter information, medical history were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("uterus perforation") in a 25-year-old female patient who had essure (batch no. 629144) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included asthma. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and pelvic pain ("pain"). The patient was treated with surgery (to remove the essure implant). Essure was removed in (B)(6) 2017. At the time of the report, the uterine perforation and pelvic pain outcome was unknown. The reporter considered pelvic pain and uterine perforation to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2009 and (B)(6) 2009. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('uterus perforation') in a 25-year-old female patient who had essure (batch no. 629144) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included asthma. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), pelvic pain ("pain/ pelvic pain"), abdominal pain ("abdominal pain"), iron deficiency anaemia ("anemia"), cardiac disorder ("blood/heart disorder") and vaginal haemorrhage ("abnormal bleeding (vaginal)") and was found to have haemoglobin decreased ("blood/heart disorder / low hemoglobin"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral)). Essure was removed on (B)(6)2018. At the time of the report, the uterine perforation outcome was unknown and the menorrhagia, pelvic pain, abdominal pain, iron deficiency anaemia, haemoglobin decreased, cardiac disorder and vaginal haemorrhage had resolved. The reporter considered abdominal pain, cardiac disorder, haemoglobin decreased, iron deficiency anaemia, menorrhagia, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2009 and (B)(6)2009. Plaintiff received treatment for pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding), anemia, blood/heart disorder. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina. On (B)(6)2009: total bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6)2020: pfs received: abnormal bleeding (vaginal) added. Lab data added. Seriousness criteria removed for menorrhagia we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("uterus perforation") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and pelvic pain ("pain"). The patient was treated with surgery (to remove the essure implant). Essure was removed. At the time of the report, the uterine perforation and pelvic pain outcome was unknown. The reporter considered pelvic pain and uterine perforation to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.